Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Concomitant medical products: 1103 vad implanted: (B)(6) 2017, dtba1q1 ICD implanted: (B)(6) 2016, 429888 lead implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the controller ac adapter did not provide power and the green light did not illuminate. The controller ac adapter will be exchanged. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the controller ac adapter was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis of the returned device revealed that the unit passed visual inspection and functional testing. As a result the reported event could not be confirmed. Based on the investigation conducted, possible causes of the reported event can be attributed to multiple factors, including but not limited to, a marginal connection between the controller ac adapter and the wall power outlet, and/or a marginal connection between the controller ac adapter and the controller. If information is provided in the future, a supplemental report will be issued.

Event description:
The controller ac adapter was exchanged.